Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 110 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm occurred during the load sequence, as well as cartridge change errors with multiple cartridges. A new cartridge was loaded to resolve the issue. It was also reported that resistance was experienced during the fill process. Reportedly, the customer successfully filled the existing cartridge with the original needle. Customer¿s blood glucose level was 100-105 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.